Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event and began treatment with injection vancomycin (1 gram every four days for 14 days in the night 2l bag, route not reported) and magnova (1 gram in first bag and then 500 mg in each bag, route, frequency, and duration not reported) for peritonitis. The cause of peritonitis was unknown. Dianeal therapy was ongoing. Patient outcome was unknown. No additional information is available.